Event description:
Reference medwatch 1219856-2008-00370 for the first report regarding the same patient. The second intra-aortic ballon (iab) was prepped per instruction and when the md took it to insert it into the sheath, he noticed it was unwrapped. As a result, the iab was not used. The md requested a third iab and this iab was inserted without complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.